Manufacturer narrative:
(B)(4). The anastomosis was hand sewn with suture to prevent a permanent impairment of a function.

Event description:
According to the reporter: during a laparoscopic trans anal total mesorectal excision of cancer for low anterior resection, the stapler was inserted and engaged but would not fire. Medical intervention was needed to prevent a permanent impairment of a function. The stapler did not fire correctly so they had to hand sewn the anastomosis with a suture. Surgical time was extended by 30 minutes or more. The patient had pre-operative radiotherapy. There was no tissue or blood loss, tissue damage, or extension of incision.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Partially formed staples were received. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. The instrument was applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the no cut condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.